Event description:
A home patient contacted baxter's technical service center for assistance ending therapy. The home patient stated the spike came out of the heater bag. Baxter's technical service representative assisted the home patient in ending therapy. No patient injury or medical intervention was indicated at the time of the initial report.